Manufacturer narrative:
510k: this report is for an unknown cage/spacers: vertebral body replacement device (vbrd)/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. [(B)(4)].

Event description:
This report is being filed after the review of the following journal article: richard a. Lindtner et al. (2018), monosegmental anterior column reconstruction using an expandable vertebral body replacement device in combined posterior¿anterior stabilization of thoracolumbar burst fractures, archives of orthopaedic and trauma surgery, vol. 138(7), pages 939-951 (austria). The aim of the present study, therefore, was to assess the feasibility as well as the radiological and clinical outcome of thoracoscopic monosegmental anterior column reconstruction (acr) using an expandable vertebral body replacement device (vbrd) in combined posterior¿anterior stabilization of thoracolumbar burst fractures (t11¿l2) without neurological deficits. Between january 1, 2000 - december 31, 2011, a total of 84 patient, of the 84 patients, 37 patients (20 males and 17 females) with a mean age of 47.4. Years (range, 26-62 years), 18 patients underwent monosegmental and 19 underwent bisegmental acr that were included in the study. The patients have been treated by combined posterior-anterior stabilization using an expandable vbrd for acr. The mean follow-up of 62.7 months (ranges from 23.8-136.2 months). The following complications were reported as follows: 1 died of unrelated causes. Vertebral body replacement device (vbrd) subsidence in five cases. See 5 patient identifiers in table 4. Bisegmental loss of correction (5.2±3.7° vs. 2.6±2.5°, p=0.022). 1 had developed a psychiatric condition and was not able to answer the questionnaires). This report captures vertebral body replacement device (vbrd) subsidence in five cases. This report is for unknown cage/spacers: vertebral body replacement device (vbrd). This is report 1 of 2 for (B)(4).